Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 3830 implantable pacing lead, (B)(6) 2012. (B)(4).

Event description:
It was reported that the patient experienced a recurring pocket hematoma and left arm pain. It was also reported that it was implant procedure related and a "wick" was placed in the "sore of the device scar". The lead remains in use. No further patient complications have been reported as a result of this event. The patient is part of the alsync post-market clinical study.